Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l70173, implanted: (B)(6) 2000, explanted: (B)(6) 2011, product type: lead; product ID 3487a, lot# l70173, implanted: (B)(6) 2000, explanted: (B)(6) 2011, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s battery had to be replaced because she fell after the lights were turned off at a ballpark. When she fell she broke her ankle and when she fell it broke her wire. She fell on (B)(6) 2010 and the battery was replaced in the summer of 2011. The patient stated currently had a ¿10 year battery.¿ it was noted the patient met with the manufacturer¿s representative (rep) and the patient was receiving effective therapy.